Event description:
It was reported there is an issue with the patient's cervical scs lead and the system is not "working anymore" (date of event is unknown). Surgical intervention regarding the lead will be taken at a later date to address the issue.

Manufacturer narrative:
UDI(di). (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs lead has migrated (x-rays confirmed). Surgical intervention remains pending.